Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the retrograde type a dissection that developed post implant cannot be conclusively determined from the single CT image provided. Pre-implant films, films during the index procedure, and films that showed the retrograde type a dissection were not available for review. It is possible that oversizing of the stent graft in a small true lumen may have contributed to the event. The retrograde type a dissection may have been procedure related. Patient¿s pre-existing chronic type b dissection may have also contributed to the retrograde type a dissection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 250 mm thoracic aorta type b dissection. The proximal thoracic aorta diameter was 24 mm. The valiant stent graft was implanted distal to the left subclavian artery. The initial plan was to implant two additional stent grafts from another manufacturer proximal to the valiant stent graft, on the same day. However, due to the procedure length from the treatment of the thoracoabdominal region, the physician elected to postpone the implant of the other manufacturer¿s stent grafts. There were no endoleaks and the physician elected to complete the procedure for that day. The additional implantation of two other manufacturer¿s stent grafts in the proximal site were scheduled for a later date. It was report that, prior to the scheduled procedure of the additional extension stent grafts, the patient developed a retrograde type a dissection. The physician performed an intervention of an open surgical repair of the ascending aorta replacement (branch reconstruction by 4-branched j graft) in conjunction with open stent grafting (valiant stent graft). Per the physician, the cause of the event was related the user error of oversizing the valiant stent graft and by the incomplete procedure. No additional clinical sequelae were reported and the patient will be monitored.